Manufacturer narrative:
Followup 01 report for MDR 9610877-2021-00085 was as a retraction of the initial report invalidating the (B)(6), 2021 initial submission. After further discussion, pentax medical has determined that the event is a reportable malfunction. No change to initial information provided on initial MDR 9610877-2021-00085 submitted on (B)(6) 2021.

Manufacturer narrative:
The event reported on (B)(6)2020 was initially assessed on (B)(6), 2020 within complaint-pai-(B)(4) and signed off on (B)(6), 2020 as not reportable. This complaint information was provided to the FDA for review on (B)(6), 2021 and the FDA agreed with our decision to not report the event on (B)(6) 2021. A second decision tree was mistakenly created for complaint-pai-(B)(4) which was re-assessed as FDA reportable in error and was subsequently submitted to the FDA MDR 9610877-2021-00085 on (B)(6), 2021. The initial decision tree was correct and the justification as not reportable remains valid. To address the error, another decision tree was created to change the reporting determination back to not reportable. This follow up report for MDR 9610877-2021-00085 serves as a retraction of the initial report invalidating the (B)(6), 2021 initial submission.

Manufacturer narrative:
Adverse event: international medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: no clinical signs, symptoms or conditions. Health effect impact code: no patient involvement. Medical device problem code: detachment of device or device component. Component code: cap.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2020 that occurred in the reprocessing room after use in the united states. The reported complaint that upon removing the disposable distal end cap(dec) model oe-a63, unknown lot number from pentax medical demo video duodenoscope model ed34-i10t2-us, serial number (B)(4), the plastic grey cover came off but the elevator mechanism stayed on the endoscope. No patient involvement was reported. Images of the distal end cap and elevator mechanism were provided with the initial complaint submission. The demo endoscope was received by pentax medical for evaluation on 05-mar-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the endoscope passed wet and dry leak testing as well as all functional testing on 13-mar-2020. The endoscope was put back into inventory after being approved by final qc on 13-mar-2020. The investigation is in-process.